Event description:
Upon attempting to use the endograb laparoscopic retractor to retract the gallbladder, the instrument broke at the ring that is grabbed by the deployment device. The organ had not been retracted yet--it was about one minute after device placement began. No visual injury was caused to patient. Instrument was removed from patient in 2 pieces.there was nothing unusual about the forces involved, no twisting, no difficulty, etc. I've seen the connector between the two clips break, but the circumstances were different than they were in this case.